Event description:
It was reported the pt felt his upper leg stimulation has been inconsistent. An x-ray revealed no lead migration but the physician plans to revise the lead location for better stimulation coverage. Surgical intervention will be undertaken at a later date to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.